Manufacturer narrative:
(B)(4). Evaluation still in progress. A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: the customer stated that the hcu40 displayed the error message "cplj: water flow too low" and the pumps stopped." Additional information: the incident occurred during setup of the device so there were no patient involved. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and with assistance from maquet technical support dept. Found the problem was being caused by a defective cardioplegia flow sensor. The sensor was replaced, the diagnostic mode was performed twice and completed error free. The unit was tested for functionality and to factory specifications, all tests were performed successfully. The correct cleaning and water changing process was also emphasised to the customer. This report will also serve as a final report for this complaint

Event description:
(B)(4).